Event description:
It was reported that cartridge was being changed and piston became stuck, leading to malfunction alarm malf 9 on pump. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted caller with resetting pump using provided instructions, malfunction did not recur after reset, customer was advised to continue using pump and to call back if malfunction happened again, and caller acknowledged and understood instructions.